Event description:
Physician informed the sales rep that he implanted cqur mesh in a lap ventral hernia repair in which he bridged 3 separate defects. He informed sales rep that the patient now has 3 rashes (dermatitis) on the skin directly over where the 3 defects were. He told the sales rep that the patient is fine. There is no fever, the patient's white count is fine, and there is no infection.

Manufacturer narrative:
Currently in process of evaluating.